Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not charged her ipg and was no longer receiving stimulation. The pt is unable to communicate with or charger her ipg. Surgical intervention will be taken at a later date to address this issue.